Event description:
This device is part of a subset of devices returned from an institution with an observed increase in post-operative patient infections. Additional information has been provided, by the institution, that implant technique or tools used during the implant process are being assessed as a potential root cause for the increase in number of post-operative infections.

Manufacturer narrative:
Review of manufacturing records for each device [(as well as the associated right ventricular defibrillation lead)] confirmed there were no manufacturing signals indicative of a potential contamination risk associated with any of these products. All results confirm sterility of these products prior to final distribution and sale. In addition, review of field performance data does not reveal any pattern of infections associated with specific lots of sterilized devices or leads. There is also no apparent pattern or link between the cases reported from this institution related to bacterial strains involved in the patient infections. All strains of bacteria identified in these infections are either common skin organisms or clinical infectious organisms commonly found in a hospital environment.